Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the (B)(4) was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, a system error was reproduced and an image problem was observed. The most probably cause is due to an electrical component (fpbc) trace micro crack because of insufficient reliability. Appropriate improvement action plans were established through the CAPA process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the device manufacture date (see section h4), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was returned for evaluation. Engineering investigated the issue and during visual inspection, it found no physical damage on the articulation sleeve area. The reported system erro 32 was reproduced during system test. Leakage test passed at full level and during destructive analysis, it was found a thermistor trace + crack and open on gastro flex #7 which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter tester. The possible root cause of the error was determined to be gastro flex thermistor trace crack and open because of insufficient cable ass'y and/or gastro flex reliability which is related to design. The improvements to the gastro flex trace were implemented into forward production, since march 2017, starting with serial number (B)(6) for z6ms transducers. The defective transducer returned from the customer site was manufactured prior to the corrective action. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update device evaluated by manufacturer (see section h3), and correct the result code (see section h6).

Event description:
Additional information was received and it was reported that the ultrasound transducer prompted an intermittent usacquisitionhw_31 error during a transesophageal echocardiography (tee) study. Since the reported phenomenon was intermittent, the sonographer had to remove the transducer mp connector and re-plugged it back five times. The study was delayed 10 minutes due to the reboots but it was completed without repeating the study as no data was lost. There was no patient or user injury reported. No additional information was provided